Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, a supply change was performed to address the issue. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.